Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system had been exhibiting increased shocking impedance measurements and the current measurement is 127 ohms which is out of range. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had been exhibiting increased shocking impedance measurements and out of range measurements. A boston scientific technical services consultant documented and discussed the clinical observations with the caller and recommended a defibrillation threshold (dft) test. This rv lead remained in service until it was eventually abandoned and replaced due to this high shock impedance issue. No additional adverse patient effects were reported.